Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of bleb-related issues is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that there have been three or four xen®45 gts patients that have had a failed bleb post op. The exact amount or length of time post op this occurred is unknown. The healthcare professional reported they performed a trabeculectomy on a couple and the others are on drops again.